Manufacturer narrative:
Na.

Event description:
The initial reporter alleged they received a questionable non-reactive result for one patient sample tested with the elecsys anti-sars-c0v-2 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The patient had a positive sars-cov-2 rt polymerase chain reaction (pcr) result on (B)(6) 2021. On (B)(6) 2021, a sample from the patient resulted in a value of 0.297 coi (non-reactive) when tested with the elecsys anti-sars-c0v-2 assay. The e411 serial number is (B)(4).

Manufacturer narrative:
For the last calibration occurring on 22-may-2021, calibration signals were within specified ranges, although one level of calibrator had signals that were low. No valid calibration occurred prior to the patient sample run on (B)(6) 2021. Per product labeling, recommended calibration frequency is after 25 days when using the same reagent lot or after 7 days when using the same reagent kit on the analyzer. Quality controls recovered within specified ranges on (B)(6) 2021. No alarms, calibration errors, or control errors occurred. Some individuals are only -n- or only -s- responders. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can most likely be excluded.